Event description:
It was reported that during an appendectomy procedure, the device misfired. Detailed information could not be provided. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Results: release button. The ec45 device was returned with no visual non-conformances and with no reload loaded on the device. Further analysis showed that the clamping mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button and the left side release button post were noted to be broken, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button and in extreme cases, the shroud to open. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no anomalies were found.